Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the pt began to complain of decreased performance four months after implant surgery. Clinic testing suggested that multiple electrodes were short-circuited. A CT showed that the electrode array was intracochlear, but was in a "very tight coil." The pt has a history of acoustic neuromas and schwannomas. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function and multiple electrode faults. The device was explanted, and the pt was reimplanted with a new device on nine days later.